Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient expired due to cardiogenic shock. Cardiac arrest pulseless electrical activity/ventricular fibrillation (pea/vf) due to tamponade. No autopsy was performed, the device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. The device was not explanted and will not be returned for evaluation. The current heartmate 3 lvas IFU lists pericardial fluid collection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.